Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be a false empty detected and a use error, as there was an inappropriate bypass of the low drain volume alarm, not including I-drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A labeling review of the product family will be performed. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain four. The patient's ultrafiltration reading was 2059ml, indicating the home patient (hp) drained 2059ml more than their maximum programmed fill volume of 2500ml. No additional information is available.